Event description:
Caller reported a malfunction on pump, identified as malf 12. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump; malfunction did not recur, and customer was advised to contact support if it happens again.